Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's personal therapy manager (ptm) was getting stuck at 90 percent and taking minutes before delivering a bolus. The company representative (rep) stated that the patient was allotted 11 boluses/day and uses 10. The technical services (tss) emailed suggestions to decreasing speed between bolus button pressed and bolus delivered. The tss emailed the caller for more information and no patient/drug or event date were known. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.